Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. The report is delayed due to original classification of the case as non-reportable. Due to the recent FDA inspection we reevaluated the complaint in comparison to similar complaints with different outcomes and therefore determined that it is reportable. We have addressed this observation in CAPA-23-08.

Event description:
On 2021-09-21, distributor was notified that during an sl hinge knee replacement on (B)(6) 2021, a connection component (part # 16-2840/05, sn # (B)(6) part description: connection component, rotational version, medium) did not properly deploy. The surgeon tried multiple times to get the locking screw to engage but was unsuccessful. However, a second identical device (part # 16-2840/05, sn # (B)(6)) "worked perfectly". As per the sales representative: "surgery time was only extended by a few minutes. Just long enough for us to go the storage room and get another medium connection component. The case ended up great". The complaint sample will not be available for investigation because "it fell into four or five separate pieces when it failed and was thrown away later". [Customer].